Manufacturer narrative:
Device analysis: visual analysis of the retuned device noted no defect was observed. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection with juvéderm voluma® xc the needle disengaged and the product was lost. Patient contact was made. No injury to the patient or injector. The packaged needle was used.